Event description:
During device evaluation by baxter a failure code 549:320:844:0000 occurred on a colleague cx volumetric infusion pump, and caused a failure to audibly alarm. This is due to a disconnected speaker harness. The facility representative reported no patient injury or medical intervention. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. Additional information was obtained from the customer on (B)(4) 2010: the speaker harness was disconnected by the customer before returning the device for evaluation due constant alarm.

Manufacturer narrative:
The condition of failure code 549: 320:844:0000, failing to audibly alarm, was confirmed through evaluation. The root cause was a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of (B)(4).